Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned on april 11, 2025 for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the c-mac video laryngoscope "screen went blank during the intubation while attempting to secure the airway in a patient with previous grade 3 laryngoscopy". No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer " screen went blank during the intubation while attempting to secure the airway in a patient with previous grade 3 laryngoscopy" was not confirmed, and further defects were detected. In total the following defects were detected: - blade visually worn. The device passed the quality check at the time of delivery. Based on the technical inspection, no image failure can be detected or reproduced. The visually worn blade has no effect on the image. According to the IFU (usb826_en_v1.2_11-2021_IFU_ce-MDR) visual as well as functionality should always be checked before and after every use to avoid injuries and damages to the product. The event is filed under internal karl storz complaint ID: (B)(4).